Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was observed to be broken. The technician recommended replacing the device's system board and central processing unit board assembly to address the issue. No further investigation is required at this time. No repair was performed. The unit is not needed for inventory, and it will be scrapped.